Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to fractured implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to fractured implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) boss411 (3i t3 non-platform switched parallel walled implant 4 x 11.5mm) for evaluation. Visual evaluation was performed. Returned implant shows extensive signs of wear/use. Implant's collar has been extensively damaged and observed to be fractured. Bone debris can be observed on its external threads. Unknown fracture screw fragment identified stuck inside of it. Escalated. DHR review was completed for the subject lot number 2021090064. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021090064 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 12, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.